Event description:
On (B)(6) 2014, olympus biotech learned of an adverse event in the (B)(6) which was reported in an abstract of a presentation at the 98th national congress of the (B)(6) society of orthopaedics and traumatology. One patient (unknown demographics), who received bmp-7, ria graft and concentrated bone marrow aspirate for treatment of a long bone nonunion (site not specified) developed heterotopic ossification. The outcome of this adverse event is unknown. The author did not assess seriousness or relatedness. The sponsor assessed this event as possibly related and of unknown seriousness. Additional information has been requested. Literature citation: management of long bone nonunion with the diamond concept: our institutional experience. Gudipati s, ciriello v, kanakaris n, giannoudis s. J orthopaed traumatol. 2013. 14 (suppl 1): s65. Cases 1224732-2014-00003, 1224732-2014-00004, 1224732-2014-00005, and 1224732-2014-00006 are linked to this report: cases were reported in the same literature article.